Manufacturer narrative:
Date of initial report: 05/06/2009.

Event description:
According to the reporter: procedure: lap chole. During removal of the bag it broke and a small piece fell into cavity. No tissue or patient injury was reported, but the user is not certain if entire torn piece was removed from cavity. Efforts have been made to obtain additional information.